Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the pt experienced decreased performance and occasional non-auditory stimulation due to an increasing number of malfunctioning electrodes. The pt's device was explanted and the pt was reimplanted with a new device in 2007. Cochlear was not contacted prior to the explant surgery. Therefore, no integrity testing was done.